Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 186 mg/dl am fasting postprandial. The customer's expected blood glucose test result ranges are 93-120 mg/dl am fasting and 120-130 mg/dl am postprandial. Customer had initially spoken with coordinator and stated she was feeling shaky. When contacted by technician later the same day customer felt well and did not report any symptoms. Customer stated ems had been contacted due to the high result and symptoms of feeling shaky and that she would pass out. Customer's blood glucose test result when tested by ems had been 124 mg/dl fasting am postprandial; time between the result obtained using the true metrix meter was not provided. Customer did not receive any treatment and was not hospitalized; customer had been advised to contact the manufacturer. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/30/2024 and open vial date is 11/28/2023. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to symptoms related to diabetes: shaky and passing out. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 13-dec-2023 to ensure the replacement products resolved the initial concern, customer stated they are comfortable with the replacement products.